Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The patient¿s outcome was not considered to be device related, and it was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding, cardiac arrhythmia, renal dysfunction, other neurological events (not stroke-related), and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient passed away on comfort measures on (B)(6) 2023. The patient had right ventricular assist device placed on (B)(6) 2023. On (B)(6) 2023, they underwent heartmate 3 lvad insertion, tricuspid valve repair, ascending aorta replacement, left axillary impella removal, and sternal plating. The patient went to cardiovascular intensive care unit (cvicu) postoperatively. The patient experienced some post-operative bleeding requiring transfusion of multiple blood products, but this resolved adequately by postoperative day (pod) 1. They were successfully extubated on pod 1 as well. They remained hemodynamically labile requiring the initiation and titration of vasoactive infusions and optimization of fluid status through the use of IV diuretic. On pod 2, they patient developed a fibrillation with rapid ventricular response (rvr) and amiodarone was initiated. Due to inadequate renal clearance and a need for further fluid removal, nephrology was consulted, and continued renal replacement therapy (crrt) was initiated on pod 2. Throughout the next several days, patient remained hemodynamically stable, and attempts were made to increase ambulation and physical rehabilitation to pre-operative levels. Patient had been demonstrating a flat affect with reduced interest or willingness to participate with prescribed therapies. Due to failing an slp swallow evaluation, supplemental nutrition was provided through enteral access obtained with keofeed tube. The patient demonstrate improvement in hemodynamic and fluid status and crrt was discontinued on pod 5. Further medication adjustments were made, and attempts initiated to gradually wean rvad support with hopeful progression to decannulation. After some initial progress, the patient demonstrated a decline necessitating re initiation of crrt on pod 11. The patient had begun expressing to nursing staff that they were "done" and "wanted to die." While he was alert and interactive, the patient was often intermittently confused and disoriented; due to these factors, the extent of their decisional capacity was uncertain. However, as they continued to express these sentiments, conversation with their family members was facilitated and meetings set up with acute heart failure (ahf) and the palliative service to discuss options and next steps. After an initial plan resulting from a meeting on pod 13 to allow for 48 hours of continued treatment with attempts to wean from rvad support, a subsequent meeting was held on pod 14. At this time, patient and family were informed of potential options regarding ongoing treatment and the decision was made to transition to comfort-focused care. Medications were administered per comfort care protocol and the patient was pronounced deceased at 17:12 on (B)(6) 2023. The death was not considered to be device related. The device reportedly operated as expected.

Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on comfort measures due to tricuspid valve dysfunction, ascending aorta replacement, left axillary impella 5.5 removal, and sternal plating on (B)(6) 2023. The patient went to cardiovascular intensive care unit (cvicu) postoperatively. The patient experienced some post-operative bleeding requiring transfusion of multiple blood products, but this resolved adequately by postoperative day (pod) 1. They were successfully extubated on pod 1 as well. They remained hemodynamically labile requiring the initiation and titration of vasoactive infusions and optimization of fluid status through the use of IV diuretic. On pod 2, they patient developed a fibrillation with rapid ventricular response (rvr) and amiodarone was initiated. Due to inadequate renal clearance and a need for further fluid removal, nephrology was consulted, and continued renal replacement therapy (crrt) was initiated on pod 2. Throughout the next several days, patient remained hemodynamically stable, and attempts were made to increase ambulation and physical rehabilitation to pre-operative levels. Patient had been demonstrating a flat affect with reduced interest or willingness to participate with prescribed therapies. Due to failing an slp swallow evaluation, supplemental nutrition was provided through enteral access obtained with keofeed tube. The patient demonstrate improvement in hemodynamic and fluid status and crrt was discontinued on pod 5. Further medication adjustments were made, and attempts initiated to gradually wean right ventricular assist device (rvad) support with hopeful progression to decannulation. After some initial progress, the patient demonstrated a decline necessitating re initiation of crrt on pod 11. The patient had begun expressing to nursing staff that they were "done" and "wanted to die." While he was alert and interactive, the patient was often intermittently confused and disoriented; due to these factors, the extent of their decisional capacity was uncertain. However, as they continued to express these sentiments, conversation with their family members was facilitated and meetings set up with acute heart failure (ahf) and the palliative service to discuss options and next steps. After an initial plan resulting from a meeting on pod 13 to allow for 48 hours of continued treatment with attempts to wean from rvad support, a subsequent meeting was held on pod 14. At this time, patient and family were informed of potential options regarding ongoing treatment and the decision was made to transition to comfort-focused care. Medications were administered per comfort care protocol and the patient was pronounced deceased at 17:12 on (B)(6) 2023. The death was not considered to be device related. The device operated as expected.